Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation, and a request has been made. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A customer returned an actual sample for evaluation. As a result of a visual inspection, a crack on the injection site housing and the leaks were confirmed during the sample evaluation. The cause of this crack is unknown. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Event description:
The customer reported to baxter (B)(4) an interlink continu-flo solution set that was cracked. According to the report, the crack was observed on the first port of the tubing. As an immediate action, the tubing was changed and the blood cultures were drawn. It is unknown when this condition occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.